Manufacturer narrative:
The device has not been returned and no additional information has been provided. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported the olympus high definition lcd monitor goes black due to radio-frequency interference when an unspecified erbe generator is activated. It was reported the facility's biomedical engineer had swapped out erbe generators, checked the grounding, and tried an isolation transformer on the erbe generator. The erbe generator was reported to be on a separate outlet and cart not close to the monitor or relevant wiring from the cv-190 (evis exera iii video system center) to the monitor. The customer further reported this occurred at two different sites. Additional information has been requested to clarify the meaning of "two different sites." There was no patient harm or impact to patient care reported for this occurrence.

Manufacturer narrative:
This supplemental report is being submitted to provide the lm investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The lm reports that the root cause could not be identified. The legal manufacturer provided the following possible cause for the reported event are presumed as follows: indication phenomenon was caused by rf interference and the use of a erbe generator, resulting in noise in the video signal. This event was influenced by external devices and is considered to be due to handling rather than the fact that it is mentioned in the instruction manual. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation. In addition, it was considered that there is no history of repairs because complaint has not been raised within a year.